Event description:
Baxter renal homecare services representative (hcsr) received report from a home patient's (hp) spouse on (B)(6) 2010 that an automated pd set with cassette had a leak which was detected soon after starting therapy on (B)(6) 2010. The wife said that the homechoice (hc) machine did not alarm. Reportedly, on (B)(6) 2010 the hp had a cloudy drain bag. Hp went to clinic that day and was diagnosed with (B)(6). The wife indicated the facility nurse does not believe that the leak in the cassette is related to the infection. The wife indicated she spoke with the hp's nurse on (B)(6) 2010. Wife indicated she called baxter per instruction of the nurse because of the leaking cassette.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.